Manufacturer narrative:
The sample has not been returned for eval. It is unk if pt or procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported that during the procedure, the stent broke away from the balloon. It remained in the iliac artery. The surgeon was forced to undertake a surgical access.